Event description:
It was reported that the user experienced hypoglycemia after breakfast while using the ilet, with the lowest reported glucose of 46 mg/dl; the user stated they ate their usual breakfast, did not confirm with a fingerstick, and treated with an oral fast-acting carbohydrate, after which glucose increased to 85 mg/dl. Symptoms included hypoglycemia. Outcomes included transient self-treated hypoglycemia without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.